Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented in clinic for follow up due to syncope. Device interrogation revealed oversensing noise and high pacing impedance on the right ventricular (rv) lead. Programming changes were performed to address the issue. The patient condition was unknown.